Event description:
It was reported that metacarpal osteosynthesis surgery was performed on the patient's left hand. Distal and proximal lockings were made by placing the third screw-locked from proximal to distal order. An x-ray plate was taken intraoperatively and it was found that the vlp ti 1.5mm x 9mm ctx scr t4 s-t proximal screw was broken. Despite this, the fracture was aligned. The broken screw was left inside the patient and the procedure was completed as planned.